Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon a few interrogations, the pulse generator exhibited back-up vvi operation. No medical intervention was performed.